Manufacturer narrative:
(B)(4)

Event description:
Additional information received from reporter indicating the patient was started on cyclosporine ophthalmic emulsion and eyes have stopped watering.

Manufacturer narrative:
Logfile review for the date of treatment shows no abnormalities that could have contributed to reported event. All laser system functions were within specifications during treatments at this day. No technical root cause was identified as the product was found to be within specifications. The root cause could be determined conclusively. (B)(4).

Manufacturer narrative:
No UDI required due to this device being out of production prior to the september 24, 2014 UDI regulation date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
An optometrist reported a bilateral case of epiphora at six weeks post lasik procedure. Patient complained of eyes tearing all the time. Reporter indicated the patient was placed on a increased topical steroid eye drop dosage and then at ten weeks post procedure referred to a physician for evaluation. Upon follow up, the reporter stated symptoms are not resolved. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.